Event description:
In 2003, while monitoring a patient with chest pains, the defibrillator shut off with no prompts after approximately 5 minutes of monitoring with monitoring pads and ECG present in the screen. The patient was transported to the hospital alive and alert. The user tested the defibrillator the next day on a simulator and it shocked properly and monitored ECG for 20 minutes without turning off. Later that day, the defibrillator was used to monitor a patient with a possible stroke and the unit shut down again after several minutes. They were using monitoring pads and had ECG on the screen. The patient was transported to a hospital alive and alert.